Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective/preventative action as appropriate.

Event description:
Baxter reported the leakage of a transfer set after the clamp was closed. Evaluation of the returned transfer set revealed a broken occluder foot. No patient injury or medical intervention was reported.